Event description:
The customer reported an uncontained leak of approximately three (3) ml of fluid from the coulter lh 500 hematology analyzer. There were no reports of injuries, direct physical contact with the leak, erroneous results or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse confirmed the leak from cut tubing through pinch valves pv27 and pv39 and replaced the pinch tubing. (B)(4).